Event description:
It was reported that the patient received 3 tachy shocks and was hospitalized for three days in the hospital figuring out why this happened. The patient felt dizzy prior to shocks. A possible atrial lead issue was suspected since this moment as the patient was in rapid atrial arrhythmia when the therapies were delivered. Reportedly, the patient had an infection shortly after his implantable cardloverter defibrillator (ICD) system was implanted and required a wound specialist. Subsequently, a lead revision was being planned for this patient as more issues were found. Technical services (ts) reviewed an ICD consult transmission and noticed no electrograms, which was not common, as there should have been. Isometrics were performed, and irregular impedances were noticed, reaching to a maximum of 2100 ohms for the right ventricular (rv) lead only. No noise in clinic or on stored episodes, however, it was noticed brief noise when checking patient in the emergency room. Ts noticed that this patient has shown out-of-range rv padng impedance for over a year, and the padng impedance trending points out to be related to spring contact issue or a lead fracture. Ts indicated that if a revision ls performed, the ICD should be replaced and if the lead shows adequate measurements in the pacing system analyzer, it can remain implanted and in service. Further information was received from the sales representative indicating that spring contact issues is being suspected instead of lead fracture, and that there's most likely going to be a system revision, however, is not scheduled yet. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).